Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a breast reconstruction primary surgery, a defective valve was noticed on a mentor cpx 4 breast tissue expander with suture tabs 550cc. The device was replaced with a similar tissue expander and the operation resumed. No complications or delays in surgery were reported.